Event description:
The user facility reported that the patient had a history of peripheral artery disease and was being treated in the cath lab for severe claudication. After performing initial angiogram, it showed the patient had a chronic total occlusion of the right popliteal artery. The physician attempted to cross the chronic total occlusion (cto) with the wire through a .018 cook cxi crossing catheter. The catheter and wire were advanced through sub intimal space. The wire was manipulated to reenter into true lumen, and they noticed the tip had broken off. The physician made multiple attempts to retrieve the tip of the wire with a snare; however, it was unsuccessful. After multiple attempts to recanalize the artery the physician was unsuccessful, and the case was aborted. There was no negative outcome for the patient post procedure. The procedure performed was a right lower extremity angiogram. Additional information was received on 13aug2025: there was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director cath lab. The actual device was not returned. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following work and inspections. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly in the appearance. The outer diameter of product is controlled to confirm that there is no anomaly in it. The length of outer layer at the distal end is measured to confirm that there is no missing part. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. For the importer report refer to section h10.